Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited chronic high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss). All other diagnostics were noted to be stable and within normal limits. The patient suffered from renal failure and was undergoing dialysis. The physician suspected the out of range measurements may be related to the patient condition or potential lead tip encapsulation. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made to ensure adequate safety margins and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. On 03/29/2017 - rep response contains name of physician and confirms alert date. Physician suspected the cause to be lead tip encapsulation due to chronic dialysis/renal failure. Programming changes were made to ensure adequate safety margin, however, evidence does not suggest this was necessitated to restore critical therapy that was unavailable. Monitoring will be continued, information is pertinent, cancelled pending batch report, added physician info for initial reporter, generated new report (tg)